Event description:
This is a spontaneous report by a nurse from the USA regarding a homechoice peritoneal dialysis (pd) patient. On (B)(6) 2010, a baxter clinical educator contacted baxter's corporate product surveillance (cps) to advise that a nurse reported a patient experiencing peritonitis after using homechoice peritoneal dialysis therapy. The patient complained of abdominal pain preceding the peritonitis. In (B)(6) 2010, the patient developed cloudy effluent. On (B)(6) 2010, the patient was hospitalized for peritonitis. On this same date, prior to initiating antibiotic therapy, a sample of peritoneal effluent was cultured. The result of the culture was "no growth". The patient was started on antibiotic (unspecified) therapy. On (B)(6)2010, the patient was discharged from the hospital, and the event of peritonitis resolved. Pd therapy continued without any difficulties. The nurse reported that the patient had excellent technique so, contamination wasn't considered to have been a cause of the peritonitis. The patient was retrained on technique due to the facility's protocol. No additional information is available.

Event description:
It was reported to boston scientific corporation that 67 patients underwent a surgical pelvic floor reconstruction procedure using the pinnacle anterior/apical pelvic floor repair kit, between (B)(6) 2008 and (B)(6) 2009. According to the retrospective chart review provided to boston scientific corporation, at the one year follow up visit, (B)(6) patients that returned for the follow up were found to have presented with mesh erosion. It is unknown as to what intervention was performed to address the tissue damage. According to the review, all patients "said they would have the surgery again and would recommend the surgery to a friend." Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).as the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested.(B)(4)

Manufacturer narrative:
(B)(4).